Event description:
A day after receiving external defibrillation therapy, the device was found to be in a back-up mode and required re-initialization upon interrogation. The device reported high impedance values (greater than 3200) and was not capturing at high output, though sensing values were reported. The device remains implanted. (B)(6) 2012 - on (B)(6) 2013 this device and the associated leads were explanted/capped. The pacemaker was found to be depleted more than 50%, the ra lead had dislodged and the rv lead displayed loss of capture.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.